Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). The biomedical engineer (biomed) replaced the triac to resolve the issue. Following parts replacement, the system was confirmed to be operating properly. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical engineer (biomed) at a user facility reported that a fresenius 2008k hemodialysis (hd) machine had a burnt control power board. The machine had been removed from service due to a low temperature issue during setup. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals as a result of the malfunction. During troubleshooting, the biomed discovered that the 'r10' and 'r11' components on the fresenius power control board were melted and charred. The control board was replaced with a third party control board and the power was cycled on the machine. The biomed smelled burning and found that the same component was burnt on the new control board. The biomed replaced the triac which resolved the issue. The unit was returned to service, however, the biomed could not confirm if there were any further patient treatments run on the machine. No parts were available to be returned to the manufacturer for evaluation.